Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Customer gave a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.